Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. The home pt's nurse (rn) reported that the home pt's transfer set was connected to the pt line of the homechoice set at the time of the alarm. The rn reported that she forgot to open the clamp on the pt line of the homechoice cassette before initiating the prime cycle. The home pt's transfer set was connected to the pt line before the nurse noticed that the pt line was not completely primed. The rn reported that she then disconnected the home pt and called the clinic. The clinic advised the rn to reconnect the home pt as the home pt would drain and the air would go to the drain bag. After the rn reconnected the home pt to the homechoice set a system error alarm occurred. Baxter's technical service center assisted the rn in ending therapy. The rn reported that the home pt's therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the rn.